Manufacturer narrative:
Device manufacture date was unable to be determined as a valid system serial number was not provided.the software investigation found that the cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a procedure, the navigation system was alleged to have become unresponsive when selecting f4 to delete the red crosshairs at the display within framelink. This behavior occurred when attempting to locate ac/pc anatomy. In trouble-shooting, the site performed a hard re-boot two times with no resolution. The surgeon opted to continue the use of the navigation system, with the knowledge of the red crosshairs. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Device manufacturing date is unavailable. Medtronic representative reported the mouse was also unresponsive; a hard re-boot restored normal function. Recommendation made the site try connecting the mouse and keyboard to different usb ports on the computer. A medtronic representative, following-up at the site, reported the issue occurred the day before implant, during the pre-planning and on the implant day, when the patient was fixed in the stereotacic frame. Patient was not yet under general anesthesia. Delay in the procedure was approximately 30 minutes. There was no impact on patient outcome. The medtronic representative reported there were a significant number of exams present on the navigation system and the hard drive was almost full. Removed unnecessary exams from the system. No further issues have been reported. No parts have been received by manufacturer for analysis.